Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, patient complained of experiencing occasional dizziness. Episodes of rv oversensing due to myopotential oversensing were observed. The oversensing led to vf detection and inappropriate atp therapy. Programming changes were made. Device remains implanted.